Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("extreme abdominal pain"), menstruation irregular ("irregular menstrual cycle") and vaginal haemorrhage ("excessive vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("extreme abdominal pain"), menstruation irregular ("irregualr menstrual cycle"), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a procedure to remove essure, hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, vaginal haemorrhage, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bloating. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Events added from pfs- menorrhagia (heavy menstrual bleeding), bloating, did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.